Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2005 and mesh was used. In (B)(6) 2001, the patient began to complain of pain, reflux, tightness in abdomen and reherniation. The patient underwent a reoperation to repair the recurrent hernia on (B)(6) 2012.